Event description:
It was reported that the needle of the knee scorpion broken off in the guide. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the needle of the knee scorpion broken off in the guide. The reported event was confirmed as the evaluation revealed that the cannulation is blocked and the tip from the broken off needle still remains inside the tip of the device. The most likely cause for the reported failure is a user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.